Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and ovarian germ cell teratoma benign ('other injuries or complications-left ovarian cysts/ right ovarian cyst/ bilateral dermoid ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included norco and percocet [oxycodone hydrochloride;paracetamol]. Medical conditions: it was unknown whether essure confirmation test was performed. Concurrent conditions included overweight, dermoid cyst of ovary, pap smear abnormal, acid reflux (oesophageal), anxiety, genital herpes, irregular periods and nausea. Concomitant products included ibuprofen and iron. On an unknown date, the patient started norco at an unspecified dose and frequency. On an unknown date, the patient started percocet [oxycodone hydrochloride;paracetamol] at an unspecified dose and frequency. In (B)(6) 2013, the patient was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection(bladder/urinary/vaginal), type-bacterial vaginosis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/ painful periods"), pelvic pain ("pain"), pelvic discomfort ("pelvic discomfort"), perineal pain ("perineal pain") and back pain ("low back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain/ random intense abdominal cramping when not ovulating."), abdominal pain lower ("other injuries or complications- left lower quadrant pain") and internal haemorrhage ("internal bleeding") and was found to have hormone level abnormal ("hormonal changes describe-intensity"). The patient was treated with surgery (salping. (Unilateral) and laparoscopic ovarian cystectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine, pelvic pain, pelvic discomfort, perineal pain, back pain, weight increased, abdominal pain lower, menstruation irregular and internal haemorrhage outcome was unknown, the abdominal pain was resolving and the ovarian germ cell teratoma benign had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, internal haemorrhage, menorrhagia, menstruation irregular, migraine, ovarian germ cell teratoma benign, pelvic discomfort, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), migration, fallopian tubes perforation, ovarian cyst. Discrepancy noted for date of insertion: (B)(6) 2014 and in insertion detail (B)(6) 2019, (B)(6)2014. Discrepancy noted for date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Chromopertubation - on (B)(6) 2015: results: total bilateral occlusion (per mr). Surgery - on (B)(6) 2015: final diagnosis: ovary, left cyst, biopsy/wedge resection: mature cystic teratoma.. Ultrasound pelvis - on (B)(6) 2015: impression: left ovary not visualized, likely obscured by overlying bowel. Normal uterus and right ovary. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: pfs received. Event onset dates, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and ovarian germ cell teratoma benign ('other injuries or complications-left ovarian cysts/ right ovarian cyst/ bilateral dermoid ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether essure confirmation test was performed. Concurrent conditions included overweight, dermoid cyst of ovary, pap smear abnormal, acid reflux (oesophageal), anxiety, genital herpes, irregular periods and nausea. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection(bladder/urinary/vaginal), type-bacterial vaginosis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/ painful periods"), pelvic pain ("pain"), pelvic discomfort ("pelvic discomfort"), perineal pain ("perineal pain") and back pain ("low back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain/ random intense abdominal cramping when not ovulating."), abdominal pain lower ("other injuries or complications- left lower quadrant pain") and internal haemorrhage ("internal bleeding") and was found to have hormone level abnormal ("hormonal changes describe-intensity") and ovarian germ cell teratoma benign (seriousness criterion medically significant). The patient was treated with surgery (salping. (Unilateral) and laparoscopic ovarian cystectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine, pelvic pain, pelvic discomfort, perineal pain, back pain, weight increased, abdominal pain lower, menstruation irregular and internal haemorrhage outcome was unknown, the abdominal pain was resolving and the ovarian germ cell teratoma benign had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, internal haemorrhage, menorrhagia, menstruation irregular, migraine, ovarian germ cell teratoma benign, pelvic discomfort, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), migration, fallopian tubes perforation, ovarian cyst. Discrepancy noted for date of insertion: 01-jan-2014 and 23-sep-2014 and in insertion detail 08-oct-2019, 08-oct-2014. Discrepancy noted for date of removal: 01-dec-2017 and 14-dec-2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Chromopertubation - on 04-feb-2015: results: total bilateral occlusion (per mr). Surgery - on 04-feb-2015: final diagnosis: ovary, left cyst, biopsy/wedge resection: mature cystic teratoma.. Ultrasound pelvis - on 05-jan-2015: impression: left ovary not visualized, likely obscured by overlying bowel. Normal uterus and right ovary. No free fluid.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether essure confirmation test was performed. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (salping. (Unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and fallopian tube perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), migration, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), migration and fallopian tubes perforation. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and ovarian cyst ('other injuries or complications-left ovarian cysts/ right ovarian cyst/ bilateral dermoid ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included norco and percocet [oxycodone hydrochloride;paracetamol]. Medical conditions: it was unknown whether essure confirmation test was performed. Concurrent conditions included overweight, dermoid cyst of ovary, pap smear abnormal, acid reflux (oesophageal), anxiety, genital herpes, irregular periods and nausea. Concomitant products included ibuprofen and iron. On an unknown date, the patient started percocet [oxycodone hydrochloride;paracetamol] at an unspecified dose and frequency. On an unknown date, the patient started norco at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("infection(bladder/urinary/vaginal), type-bacterial vaginosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines/headaches"), pelvic pain ("pain"), pelvic discomfort ("pelvic discomfort"), perineal pain ("perineal pain"), back pain ("low back pain"), abdominal pain ("abdominal pain/ random intense abdominal cramping when not ovulating. "), abdominal pain lower ("other injuries or complications- left lower quadrant pain"), ovarian cyst (seriousness criterion medically significant) and internal haemorrhage ("internal bleeding") and was found to have hormone level abnormal ("hormonal changes describe-intensity") and weight increased ("weight gain"). The patient was treated with surgery (sapling. (Unilateral) and laparoscopic ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hormone level abnormal, bacterial vaginosis, migraine, pelvic pain, pelvic discomfort, perineal pain, back pain, weight increased, abdominal pain lower, menstruation irregular and internal haemorrhage outcome was unknown, the abdominal pain was resolving and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, internal haemorrhage, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic discomfort, pelvic pain, perineal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), migration, fallopian tubes perforation. Discrepancy noted for date of insertion: (B)(6) 2014 and (B)(6) 2014 and in insertion detail (B)(6) 2019. Discrepancy noted for date of removal: (B)(6) 2017 and (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Chromopertubation - on (B)(6) 2015: results: total bilateral occlusion (per mr). Surgery - on (B)(6) 2015: final diagnosis: ovary, left cyst, biopsy/wedge resection: mature cystic teratoma.. Ultrasound pelvis - on (B)(6) 2015: impression: left ovary not visualized, likely obscured by overlying bowel. Normal uterus and right ovary. No free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New reporters were added, plaintiff's information updated. New events abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; fatigue; hair loss; hormonal changes, describe-intensity; infection, type-bacterial vaginosis; migraines/headaches; pain, weight gain; other injuries or complications-perineal pain, pelvic discomfort, left lower quadrant pain, left ovarian cysts, right ovarian cyst, irregular periods, were added. Outcome of the events random intense abdominal cramping when ovulating and ovarian cysts were updated. Concomitant drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.